Manufacturer narrative:
The date of the event was reported on an unknown day in (B)(6) 2018. (B)(6). The device was manufactured september 12, 2017 ¿ september 14, 2017. The device was received for evaluation containing approximately 119 ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. After the luer cap was removed, evidence of continuous flow was visually observed at the distal luer. A functional flow rate test was performed and the flow rate was found to be within the product specification range. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor would not flow during patient infusion with 5fu. The device had a fill volume of 121ml. There was no patient injury or medical intervention associated with this event. No additional information is available.